Event description:
The customer called to report being hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer also wanted to know about sensor glucose versus blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.